Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp exhibited difficulty separating from the catheter. Upon fixation, jiggling of the lp resulted in dislodgement, causing the lp to travel into the atrium. The lp was retrieved and reimplanted successfully on (B)(6) 2025. There were no patient consequences.